Event description:
It was reported that the extension set was always faulty and the patient was using more-than she should have due to leaking. It was unspecified where the extension set was leaking from or how many sets the patient had issues with. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model number, serial number, expiration date, catalog number, lot number, UDI number, and protocol number are unknown. No information has been provided to date.